Manufacturer narrative:
In response to FDA report number: mw5105416. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported via regulatory agency a right side "pain due to [capsular]contracture" baker grade unknown, "breast implant illness", "episodes of near fainting, bad headaches and shaking", "fatigue, weight gain, hair loss, headaches, dizziness, memory loss, dry mouth, and eyes, and other things." The event of "extreme pain near my uterus" is not device related. Device status is unknown.